Manufacturer narrative:
Additional info has been requested and will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products.

Event description:
The plaintiff's atty alleged that the patient experienced a sudden cardiac event and expired one day later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.